Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ICD upgrade the hv lead impedance was low due to therapy. The first therapy did not convert the patient, but the 2nd therapy was withheld due to low impedances. Patient was rescued externally. An alert displayed (possible hv lead issue). No further information available.